Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that replacing the computer resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. The received computer started power cycling during initial power on. The central processing unit (cpu) fan was no spinning. Upon installation of a known good central processing unit (cpu) fan into the computer the fan was spinning. After re-seating the ram modules the computer passed tests without errors. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of procedure, the navigation system unexpectedly became unresponsive when in cranial software and the system had to be manually rebooted. After rebooting, the system displayed no input detected. It was confirmed that the cables were fully seated. There was no patient present at the time of the issue.